Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the cause of the event was a catheter occlusion with an inability to aspirate cerebrospinal fluid from the catheter. The patient had experienced an increase in spasticity over the several weeks prior to report. It was noted that ¿plain films¿ were taken on (B)(6). Though the patient outcome was unknown, there had not been any hospitalization due to the event. The device system was used to deliver gablofen.

Event description:
It was reported there was a volume discrepancy. The specific expected residual volumes (erv) and actual residual volumes (arv) were not known to the reporter. The health care provider (hcp) was planning to do a dye study on the day of report, and possibly a roller study. It was later reported that the arv was greater than the erv. The issue first occurred at the refill on (B)(6) 2013, two days prior to report. At that time the arv was 30ml while the erv was 5ml. The patient was reportedly spastic, or had experienced a return of symptoms over the two months leading up to the report date. The reporter indicated the pump logs were normal, but they were unable to complete the planned dye study as they were unable to aspirate the catheter upon attempt. The hcp planned to provide the patient with oral baclofen and to refer them to a neurosurgeon for a potential catheter revision or replacement. The pump device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report .

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the catheter was kinked at the distal segment where the surgeon had made a loop before tunneling to the pump site. A revision was done on the day of report and a pump segment revision kit was used after disconnecting the original catheter to check for cerebrospinal fluid. The catheter was unkinked and remained in the patient. 30.5cm of the pump segment was removed and 21cm of catheter was added using a pump segment revision kit. It was indicated that the patient had been great for a few months after the original implant, but had been experiencing increased spasticity and the drug didn't equal the same amount at the refill appointment. In addition, a dye study had been performed at some point. At the time of report, there was no patient injury.